Event description:
It was reported that the 9900 sys locks up while collecting cine runs. It was noted that the images were lost and the sys had to be rebooted to continue. There was no report of pt injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. Replaced the lemo receptacle. The sys was tested and found to be working as intended, and placed back into service.